Event description:
It was reported the system displayed an error and it would not start (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.